Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: ¿during a t2 phn surgery, the surgeon drilled all proximal screws incorrectly when using the t2 phn targeting device. The bonded connection between the metallic and carbon parts appears to be loose. Cracks are visibly present at the joint/interface. 30 min surgical delay.¿